Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found that the fiber body was broken into two pieces. Microscopic test shows that tip and connector were in good condition. Functional test indicated a message: please dispose applicator after usage. A device history record (DHR) was review and confirmed that the device met all manufacturing specifications. A review of the device instructions for use (IFU) was completed and cited that fiber should not be clamped with forceps or other securing instruments as it could result in fiber damaged or breakage. It is likely that procedural conditions of the device during set up or use contributed to the fiber body break. A fiber could be damaged or kinked during set up and fully break once laser energy is applied. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation indicating there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the fiber was damaged. The procedure was completed. There was no report of patient complications. Analysis of the returned device identified a broken fiber.